Manufacturer narrative:
A product sample was received for evaluation which started with a visual inspection. No discrepancies were found during the visual inspection. The device's water tank was then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported problem was caused by a damaged block assembly. The damaged block assembly was replaced along with enclosure, tank cover, front cover, printed circuit board (pcb), power switch, line cord, pole clamp, block assembly, aux outlet assembly, and reflux plug. Performed preventative maintenance and all functional/delivery tests passed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported leaking from a disposable. No patient injury was reported.